Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned, therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the event of the bilateral type 1b endoleaks. Based on the imaging available to review, the surgical conversion event is unconfirmed. Attempts were made to obtain medical records but was denied as patient authorization is needed. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. In addition, clinical review of the post implant computed tomography (CT) scan identified a type 3b endoleak of the bifurcated stent graft. Due to the use of the strata material, this may have caused or contributed to the event. The final patient status was not reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately six (6) years post initial procedure, a CT identified a type 1b endoleak. Reportedly, the physician is planning to perform an open procedure to explant the device. Additional information: clinical review of the computed tomography (CT) scan identified a type 3b endoleak of the bifurcated stent graft and bilateral 1b endoleaks. The final patient status was not reported. No further information is available.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata.¿ device still remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately six (6) years post initial procedure, a CT identified a type 1b endoleak. Reportedly, the patient is in stable condition and the physician is planning to perform an open procedure to explant the device.